Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received multiple inappropriate shocks due to noise on the rv lead. The rv pace impedance measurement had also decreased to less than 200 ohms and the thresholds had increased. The oversensing was observed upon arm movement but could not be recreated with isometrics or pocket manipulation. All other measurements were stable. An invasive procedure was subsequently performed in which the rv lead was surgically abandoned and replaced and the device replaced as well. Additional information indicated that the out of range impedance measurement was confirmed on a pacing system analyzer (psa). No issues were found upon evaluation of the lead to device header connection. No additional adverse patient effects were reported.